Event description:
A report was received that the patient underwent a lead and pocket revision. The lead revision was due to lead migration and the pocket revision was due to discomfort at the pocket site. The ipg was relocated and new suture sleeves were implanted. The patient was reportedly doing well following the procedure.